Event description:
The patient reportedly experienced swelling at the implant site. On (B)(6) 2014, 4.5ml of omnicef (250mg/5ml concentration) once a day was prescribed. The swelling did not resolve. On (B)(6) 2014, the patient was taken to surgery and 5cc of blood was removed. IV antibiotics were used during surgery and omnicef once a day for an additional ten days was prescribed. Swelling reoccurred on (B)(6) 2015. The patient continues to be monitored.